Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous left anterior descending artery. A 12mm x 5.00mm nc quantum apex balloon catheter was used to dilate the target lesion. On the 1st inflation, the balloon ruptured at 16 atmospheres. The procedure was completed with a 5.0-12 non bsc balloon catheter. No patient complications reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).